Manufacturer narrative:
Coviden reference number: (B)(4). The field service engineer (fse) evaluated the ventilator and was unable to navigate the menus. The touchscreen was unresponsive. The fse replaced the touchframe printed circuit board (pcb), which resolved the reported issue. The ventilator then passed all performed calibrations, extended self tests (est), short self tests (sst), electrical safety, and performance verification testing (pvt).

Event description:
It was reported that during patient use, the ventilator gave a device alert for blocked screen. The customer was unable to clear the alert. The patient was removed from the ventilator and placed on another ventilator without any reported harm.